Event description:
The customer reported that the ventilator went vent inop due to a data acquisition pcba adc failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer replaced the data acquisition pcb board to address the reported problem. Final testing was completed to operating specifications.

Manufacturer narrative:
Conclusion / root cause: the data acquisition was tested and no failures were identified.this report is being submitted as part of the remediation for CAPA (B)(4).